Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol) of the right eye, approximately 2 months following the initial implantation procedure. The patient reported intolerance with glare and halo's.